Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalised and had to be in the emergency room due to hyperglycemia mild dka. The diagnosis provided was dka. Symptoms experienced by patient were nausea, elevated blood sugar and diarrhea. Patient was administered 10 units of insulin. Patient's blood glucose level was 414 mg/dl. No further information available.

Manufacturer narrative:
E1: (B)(6).